Event description:
Report received from (B)(6) that the device has an "error code e5 and the cord is cut". The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and reported problem was partially confirmed; the outer hose was damaged, likely due to mishandling during cleaning. While the e5 error could... The device was evaluated and reported condition of cord damaged (electrical devices)/cut cord was confirmed. During the pre-repair diagnostic assessment the device was found to have "hose torn in the middle". If add'l info is received, a supplemental report will be sent."